Event description:
A patient reported severe headache two weeks after sinus surgery for treatment of chronic sinusitis in which propel implants were placed bilaterally in the ethmoid sinuses. Physician performed in office debridement, noticed fungus on the implant in the right ethmoid sinus and prescribed antibiotics. The patient was then prescribed the anti-fungal drug spornox at the third week post-surgery follow-up visit. At the fourth week post-surgery follow-up visit the physician performed debridement on both sides in the operating room and removed the implant. The patient is doing well with no further complications.

Manufacturer narrative:
Reference MDR# 3010101669-2013-00003.